Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, a trapezoid basket was to be used to crush a 1cm stone. However, the handle cannula broke and the basket could not open and close due to the broken cannula. There was no stone inside the basket when the handle cannula broke. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.